Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost weight and as a result they were able to feel the ins/lead through their skin. The patient stated that the ins moves around in the pocket and that it tilts which makes it difficult to recharge as it was hard to keep the charger over the battery. It was taking the patient 6-8 hours to charge from empty which they found frustrating. The patient was instructed to charge more frequently to avoid long recharge durations. The patient inquired about getting a new ins and they were told to talk with their doctor about it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.